Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lap appendectomy. According to the reporter: the staple unit was very difficult to get connected to the universal stapler handle. Also reported one unit broke. Delay in operating room time was reported as 45 mins. Wech clips were used to complete the case.